Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic, non-dependent patient presented to clinic after receiving a vibratory patient notifier. Upon interrogation, a message that the device had reached eri was displayed. There was not patient history of shocks, aborted shocks, or atp therapies. In (B)(6) 2015 the estimated remaining longevity was 3.6 years. In (B)(6) 2015 the estimated remaining longevity was 1.6 years. The device has been scheduled for change out.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-14401 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).